Event description:
Healthcare professional reported right side capsular contracture baker grade IV, pain, deformity, "capsular thickening, liquid accumulation, suggesting capsular contracture", "capsule thickening and augmentation of diameter, with peri-implant liquid". Device remains implanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6).continued e.1 postal code: 99010-112.a review of the device history record has been completed. No deviations or non-conformances noted.the events of seroma-late, capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.the reason for reoperation: seroma-late, capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, pain, deformity, "capsular thickening, liquid accumulation, suggesting capsular contracture", "capsule thickening and augmentation of diameter, with peri-implant liquid". Device remains implanted.